Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported system fault 101. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was contamination. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was received by resmed for an engineering investigation. The device evaluation confirmed a single occurrence of error message (sf101), however, performance testing could not reproduce the reported event. Based on all evidence and previous investigations of similar complaints, the investigation determined that the reported event was most likely due to a software issue. The device software was upgraded to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) related to pressure measurement. There was no patient harm or serious injury reported as a result of this incident.